Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was having "trouble with the device"; pt clarified he has had trouble with the controller charging the ins battery for the past month. Pt stated one day it will work and then next day it won't work. Pt notified his rep a couple of weeks ago and rep suggested pt call pats for new controller. Pt stated he has to keep resetting the controller and he will try to connect to charge the ins and it will show "no device found" and pt will press "recharge" then he will go through passive recharge mode before it will connect to the ins. Pt stated the same thing will happen when he tries to charge a day or two later. Troubleshooting was unable to be performed as rep suggested to replace the controller. A replacement controller was sent out. Additional information received from the patient. It was reported that the patient was still having the same issue with recharging the implant after receiving the controller. They saw a representative today and the representative determined the recharger wire was discolored and appeared white where the paddle and cord were connected. A replacement recharger telemetry module (rtm) was sent out.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4), h3: analysis of the 97755 intellis recharger (s/n (B)(6)) revealed that the main board was replaced due to bent/broken lithium ion battery contacts causing charge/power issues. In addition, the dome switch on the main board was also replaced ensuring proper stim functions. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.